Event description:
While attempting to defibrillate a pt the device displayed a "bridge test failed" message. The device was charged a second time and displayed "bridge test failed" message. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.